Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer is currently on manual injections. The customer received a motor position encoder error alarm. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with motor error alarms during the rewind and a motor position encoder error alarm was confirmed in the alarm history due to a motor encoder signal out of phase. Unable to perform the displacement test due to the motor error alarm. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.